Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause of the issue could not be determined based on the information obtained from this complaint and investigation. The reported event and identified malfunction are inferred to have occurred through the following mechanism. 1. The grasping section was closed without grasping any tissue (including after tissue resection) while the output was activated in seal & cut mode, leading to partial peeling of the tissue pad. 2. Force applied to the peeled tissue pad caused it to detach. 3. Due to the detach of the tissue pad, the non-insulated section resulting in the of the grasping section came into contact with the probe, resulting in contact marks. 4. Output was activated while the non-insulated section of the grasping section was in contact with the probe, resulting in a probe damage error. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic surgical device thunderbeat 5 mm, 20 cm, front-actuated grip type s, exhibited tissue pad falling off. No patients were involved.